Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 23-july -2024, it was reported that the patent faces occulusion at the infusion site. The patient changed supplies as necessary and resumed insulin therapy. No further information available.